Event description:
It was reported that there was intermittent capture during implant procedure. It was noted it was likely just bad heart tissue. The patient has an atrial arrhythmia with fast and irregular conduction in the ventricular. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: adsr01 pacemaker (B)(6) 2013. (B)(4).